Event description:
It was reported that a home patient (hp) failed to follow therapy steps by incorrectly connecting the lines of the set and connecting during priming of peritoneal dialysis therapy. The power on the homechoice was cycled and the hp was disconnected using aseptic technique. The technical service representative advised the registered nurse to start therapy over with all new supplies. Proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where patient failed to follow therapy steps by connecting during priming. In addition, the lines were incorrectly connected in setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides a visual representation of the disposable set with labels representing the patient line, final line, supply lines, heater line, and drain line. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.